Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, psychological disorder, smoker, periodontal disease, immediate implantation, inadequate bone quality/quantity, pain, inflammation. Implant was severely loosened and slightly inflamed when exposed.